Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4).

Event description:
The patient submitted the FDA medwatch report (mw5068673) stating that patient had breast implants in 1993. Later, in 2016, the patient had a breast reduction with old implants removed and replaced with new implants. The patient was diagnosed with alcl in 2016, went through chemotherapy and had a stem cell transplant in 2016. Additional information was requested but no further information is received to date. This complaint will be re-assessed if new information becomes available.